Manufacturer narrative:
Received the device in 2009. The visual inspection showed that the conical tip was securely attached to the juicer body and formed a complete assembly. A piece of the proximal end, about half of the circumference, had been broken off and was not returned. The missing piece was not returned with the dissection tip. A fracture was also observed on part of the circumference. The reported failure was confirmed. This issue is currently being investigated in the CAPA process. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip from a hemopro kit broke into the wound and had to be removed. They were able to retrieve all pieces completely. The hospital did not report any patient complications. The reporter was not told how the case was completed, but it was most likely with another hemopro kit. Product is returning.